Event description:
It was reported less than one week post implant that x-ray confirmed the right atrial (ra) lead had dislodged. The ra lead was reprogrammed. Later that day the ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.